Event description:
The customer reported the unit displays back up battery not connected. The customer reported the device was not in use on a pt therefore, there was no pt involvement or harm. The MFR's field service engineer (fse) confirmed the reported problem, evaluated the device and they found the back up battery failed testing. The fse replaced the backup battery to address the reported problem. Final applicable testing was performed per operating specs, specs and passed proper care, maintenance and testing should be performed when using battery power sources.